Event description:
It was reported that the patient was in for their 3 month torque test to ensure integration of the implant at tooth location #20. The patient presented with a granuloma and a draining fistula over the implant. No pain to the patient. The doctor cleaned the area out and removed the unusable implant. Symptoms as a result of the event: abscess and inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Fax number unknown / not provided. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted. Summary investigation.